Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that he confirmed the blood detect alarm activated twice in the error logs. Upon inspection of the iabp, both externally and internally, the fse noticed a substantial amount of moisture inside the blood detect glass and tubing, which was shown to the biomed. The fse conducted the condensation removal procedure to remove as much moisture in the line/tubing as possible. The fse verified the condensation removal module (crm) operation to be fully functional. The fse checked all blood detect voltages to be within specs, and also cleaned the blood detect sensor to make sure there was nothing that could increase the probability of a false alarm. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) alarmed "blood detected" while in use on a patient. The customer rebooted the iabp and it continued to work after rebooting. No adverse event has been reported.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) alarmed "blood detected" while in use on a patient. The customer rebooted the iabp and it continued to work after rebooting. No adverse event has been reported.